Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had an infection. Pus was present. The cause of the infection was unknown. No troubleshooting was done. A CT scan and cultures were done. The cultures were positive for (B)(6). The patient's right system was removed and the issue was resolved. The patient was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders.